Event description:
It was reported that the patient's blood glucose level rose to 322 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that they activate a pod 3 hours prior with 14 u of insulin, however blood glucose levels have been rising. The pink slide moved forward and the cannula did insert into the skin during wear. There was no redness/swelling nor insulin leakage at the insertion site (abdomen). The patient denied receipt of any alarms or alerts. The patient was using lyumjev as their insulin, which is not approved for use with the device and is not recommended by the manufacturer; therefore, considered off-label use.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be stretched, resulting in the length of the soft cannula measuring above specification. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone14.7 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.